Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of the delivery system difficult to remove. Imdrf device code a1502 captures the reportable event of the stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be implanted in the common bile duct to treat a malignant 5 cm stricture during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully deployed into the anatomy. Upon removal, difficulty was experienced in recapturing the delivery system when the tip became stuck to the proximal end of the stent, causing the stent to move distally and protrude out into the duodenum. Only 3-4 diamonds were visible above the stricture, and about 3 1/2 cm were protruding out into the duodenum. The stent was removed from the patient using forceps, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.